Event description:
It was reported that during a afib procedure upon connecting the ez steer thermocool sf nav catheter, all the signal loss occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems at the same time and error 8 displayed. The case was completed without any patient consequence by changing the catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found that the rocker arm was separate from the handle and the tip dome was bent. This condition was not originally reported on the complaint. It is unknown how the rocker arm was separated from the handle and how the dome damaged occurred. During manufacturing, all catheters are inspected for visual damages before packaging. Online inspections are in place to prevent this type of damage/defect from leaving the facility. Then per the event, the catheter was electrically tested and it passed specifications.the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.